Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels have been elevated in the range of 254-262mg/dl, for the past 3 weeks. Elevated bgs were treated by administering a bolus. System check was performed by tandem technical support, and the pump performed as intended. The customer stated that bg levels only run high in the morning, and wanted to augment settings. Recommendation was made that the customer consult with their healthcare provider.